Manufacturer narrative:
H.6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3075697 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and 3 other complaints have been taken on this batch for low fill volume, 3 other complaints for contamination, and one other for loose cap. Retention samples from batch 3075697 (100 tubes) were available for inspection. For further investigation all 100/100 retention tubes were measured using a fill volume measuring tool and 99/100 tubes were appropriately filled. There was one tube that was low filled with a loose cap. All retention samples were free of contamination. Ten retention tubes from batch 3075697 were placed into incubation to test for contamination. Five tubes were placed into the 20-25c incubator for 7 days and 5 tubes were placed into 33-37c incubator for 7 days. At the conclusion of seven days incubation, there was no microbial growth, precipitate, or turbidity seen in 10/10 incubated retention tubes, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. Two photos were received for review for this complaint. The first photo shows a box label for material 245122, lot 3075697 with expiration 2024-09-14. The second photo shows two tubes held by the cap above a tray of tubes. The two tubes both display lot 3075697 and expiration 2024-09-14. The tube on the left appears to have bubbling at the top of the fill and the tube on the right appears to have a lower fill than the tube on the right. The tube on the right also appears to have a hazy gray spot near the bottom of the tube. This gray spot could be the contamination mentioned in this complaint. The caps of the tubes cannot be seen in the photo, however, the contamination and low fill could be the result of a loose cap. Therefore, this complaint can be confirmed for low fill, contamination, and loose caps. No returns were received for investigation. The complaint can be confirmed for a low fill, contamination, and loose caps based on the evidence provided by the photo received. No complaint trends for this defect have been identified for this product; no actions are identified at this time.

Event description:
During additional follow-up with the customer, the customer confirmed the device was used on two patients before culture test results were obtained. After confirming positive microbiological test results, the device was quarantined. No patient infections were reported as a result of this event. Two additional complaints have been opened to address the two patients with patient identifiers of (B)(6).

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was biological contamination. The following information was provided by the initial reporter: mgit 7ml tube contaminated and under fill in new box.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.